Event description:
It was reported that during an open hernia procedure, the device was producing scissored clips. The tips were also sticking closed and had to be manually opened after each firing. It was unknown how the procedure was completed. There was no patient consequence reported.

Manufacturer narrative:
(B)(4). The analysis results found that the lx107 device was received in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon functional testing of the device, the instrument loaded, retained and deployed 6 clips as intended. The instrument was fully functional and conforming to our manufacturing requirements. No conclusion could be reached as to what may have caused the reported incident.